Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately shocked the patient for what appears to be an atrial driven tachycardia. The medical doctor said the patient did meth prior to shocks. It appears that the arrhythmia started as a sinus tachycardia or atrial driven tachycardia and the delivered therapies accelerated the rate but not to a true ventricular tachycardia. This ICD remains in service. No additional adverse patient effects were reported.